Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on march 25, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure for varices performed on (B)(6) 2025. During the procedure, the bands would not come off the device. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on march 25, 2025: the type of procedure performed was gastroscopy and the anatomy location is in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure for varices performed on (B)(6) 2025. During the procedure, the bands would not come off the device. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.